Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the full height drawer #3 in the main had failed multiple times, requiring several recovery attempts before it was successfully recovered. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer flex cable was damaged. A field service engineer (fse) replaced the flex cable, and the drawer was tested successfully. Additionally, broken screws in the hard stop were replaced to complete the repair. The system functioned as intended after field service engineer repaired the device.